Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the select, down keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test. The motor stopped loading prematurely during the prime/seating test. No insulin flow block alarms were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following motor related pump errors: pump error 37 occurred on 05/27/25 from 14:56:14 to 15:10:04; pump error 130 occurred on the same date from 09:35:19 to 14:57:03. The case was cut open. There is corrosion in/around the following: home motor switch. In summary, the customer¿s report of pump error 37s was confirmed in the pump's history. The pump error 37s, pump error 130s, and the loading anomaly are all due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) and piston might be damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was unable to clear the error and was unable to complete rewind. The error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.